Manufacturer narrative:
Device evaluated by manufacturer: the batch number is unknown therefore a review of the manufacturing documentation could not be performed. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure the patient experienced gastrointestinal bleeding. The lesion being treated in the index procedure is unknown. The physician implanted a taxus liberte¿ study stent of unknown size. There were no reported complications. After an unspecified amount of time, the patient developed gastro-intestinal bleeding with acute hemorrhagic gastric ulcer. The patient was hospitalized and received a blood transfusion and medication. Endoscopical examinations were performed. A large amount of congealed blood was found in the stomach. A small ulceration was found in the superior division of the stomach. Hemostasis was performed for the bleeding vessel. The patient was discharged 2 days later.